Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer understood and acknowledged the resolution, allowing them to continue using the pump.